Event description:
Rn was preparing to administer a dose of primaxin via an IV syringe and the tip of the syringe broke off. It is a monoject 60 ml IV syringe made by covidien. Reference # 1186000777t, lot # 14l11, use by date 11-2019. Broken syringe returned to pharmacy and a new dose had to be made.